Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, for a while now, their communicator is not working anymore. Patient stated they put the cord in to try to charge it up, and it won't come on and would not charge up. Patient stated it has been too long of them not being able to use it. Patient stated, "and then the other, there's something it doesn't do; it doesn't charge, and it doesn't work, and then the blood pressure." Patient then started talking about a "finger thing" (agent was not clear what patient was referring to by this). Reviewed role of patient services that agent can only assist with equipment for patient's interstim device. Redirected to blood pressure device manufacturer to further discuss (patient did not provide manufacturer of blood pressure device). The patient clarified their communicator is not working, and after it quit working, they think it was stolen because they have been looking for it. Patient reported they have been looking for it because they want to adjust therapy settings. Patient was at work at the time of the call and did not have external devices with them to troubleshoot. Patient will try to locate communicate or when they are home and will call back if able to locate for assistance troubleshooting, or if unable to locate to replace lost/stolen device. Reviewed patient services hours of operation. Reviewed overview of how to connect with patient's implant. When asked for event date, patient stated it has been a while. Patient then reported it is not working because they are getting up at night like they were before. Patient also reported they have their communicator on their bed and when they are laying by it they can "feel it" and when they are away from the communicator "it don't do nothing". Patient stated it only helps when they are at home and near the communicator, not when they are away from the communicator. Patient inquired why when they are at home they feel the pressure and "little shocks or whatever" but when they are at work they don't feel anything. Patient later stated they feel it off and on throughout the day but stated at the time of the call they did not have the communicator and they did not feel anything. Agent reviewed general overview of external devices and therapy overview/expectations. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information. Due to the nature of the call, agent was unable to clarify information patient provided any further. Patient was not with equipment at time of call. Patient will call back with equipment for further troubleshooting of if unable to locate to replace lost/stolen device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.